Event description:
It was reported that the customer received multiple continuous glucose monitor error 42s. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and successfully restarted sensor session, and was advised to call again if issue recurred.